Manufacturer narrative:
Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 7 years and 3 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that a clamshell repair was performed on (B)(6) 2010 due to the silastic coming apart from the metal connector at the controller end bend relief of the driveline. It was reported that when trying to insert the percutaneous lead into the system controller, there was much resistance and it seemed that the clamshell was in the way. There was no adverse patient impact due to the event, but the customer was concerned that this posed a safety issue for the patient if the need arose to exchange the system controller. On (B)(6) 2017, the manufacturer's clinical consultant and technical representative were onsite to visually inspect the prior clamshell repair. It was reported that the clamshell clamps appeared to not be compressed together properly, which is what made the connection difficult. The clinicians decided to keep the current configuration, and would contact the manufacturer if they decided to move forward with a distal end percutaneous lead (driveline) replacement.